Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6) 2003, this patient presented for abdominal aortic aneurysm repair and was implanted with gore excluder bifurcated endoprosthesis. Aneurysm diameter measured at 7.1 cm. On an unknown date, a proximal type I endoleak was detected. In addition, the trunk-ipsilateral leg component migrated about 3-4cm. The physician attributed the device migration to disease progression. On (B) (6) 2010, an additional procedure was performed whereby the physician implanted a talent thoracic device to treat the proximal type I endoleak. The patient tolerated the procedure. Aneurysm diameter measured at 8.0cm.